Manufacturer narrative:
Investigation summary: investigation into the event showed that the precision of the system did not perform as expected. The field engineer cleaned the signal reagent probe and vent to restore the system to expected operations. The root cause of the event is instrument related.

Event description:
A customer observed false negative hbsag qc results for the positive control fluid on the eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.